Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: deformation, fold creases, device appearance and was observed after autoclave cycle: cloudy gel and air voids between shell and gel. A weight test of the explanted material was verified and it was within specification. Observed a separation between shell and patch (ss). It is out of specification per qa 199.04, it is assessed as workmanship. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with work order were released in accordance with allergan¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. In addition, the vulcanized patch bond inspection and visual inspection for mp-810 was realized according the applicable revision, correspondingly, at the moment of the operations were performed. Based on the additional analysis performed for the fis involved in jan 2018, there are no similarities or patterns with data from this analysis related to this specific month and all the correspondent investigations found no issues associated to either events. According to the device analysis performed in the laboratory, it was observed a defect (ss) on patch. This defect is considered a workmanship. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported a patient experienced the event of ¿capsular contracture, baker grade iii¿. The patient reported they also experienced the events of "history of intermittent fevers to 101 degrees x 3 weeks beginning after discontinuing breast-feeding one week prior¿, ¿multitude of unusual symptoms as well with lower extremity edema, splotchy red skin changes, arthralgia, and headaches¿, and ¿possible tick-borne illness¿ .the device was explanted.